Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked through the stopper of the bd¿ syringe. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that medication leaked through the stopper of the bd¿ syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Additional information: multiple lot numbers were provided for testing with this complaint. The associated material number 59007288 was not found in the sap database. No expiration or manufacture dates could be found. D.4. Medical device lot #: 1806042. D.4. Medical device lot #: 1806282. D.4. Medical device lot #: 1807022. Investigation summary: 250 samples were returned to sbdm from lot 1806042, 1806282, 1807022. Based on the test result of the 250 returned complaint, sbdm initially could find air aspiration in 3 of the complaint samples at first time from lot 1807022. Sbdm then disassembled and reassembled the 3 pcs complaint samples from lot 1807022 and re conduct the leakage test, results were they could not find air aspiration again. The inner diameter of barrel and outer diameter of stopper is in specification for the 5 pcs from each lot 1806042, 1806282, 1807022 measured. The likely case is assumed that the stopper was not assembled properly in the syringe assembly process due to temporary malfunction of the syringe assembly machine and it caused the experience of air aspiration by customer. DHR review: sbdm reviewed the manufacturing records for lot 1806042, 1806282, 1807022. No abnormality was observed. Customer complaint review: sbdm reviewed internal complaint record for same sku, there were similar issues from other customers. Corrective actions: 1. Sbdm had quality training on the customer complaint for stopper inspection workers and quality control worker. 2. Sbdm strength inspection for 20ml stopper and are monitoring the leakage of the 20ml syringe for every lot no. By enhanced inspection method (similar with customer¿s using condition). 3. Sbdm will maintain the index of syringe assembly machine. 4. Sbdm will implement 100% visual inspection on syringe packaging process and also had retrained on inspection method for packaging inspector due to this complaint case effective. The actions are effective 27 sep 2018.